Event description:
Report received that a patient believed she had an increase in seizures since her vns was implanted. Because of this, she requested it be explanted. However, she later had a conversation with a manufacturer representative where it was recommended that the patient follow-up with her neurologist to continue titration in order to see more benefit. She decided to not get the device explanted at that time. The last known settings were from about three months prior to this report. The settings were not yet at therapeutic levels however the diagnostic results were within normal limits. No additional relevant information has been obtained to date.

Event description:
Further information was received that the patient decided she did want the vns to be explanted. She reportedly wanted it explanted due to shortness of breath and shocking sensations. The device was disabled until the explant could occur. No surgical intervention has occurred to date. No additional relevant information has been received.

Event description:
Further information was received from the physician regarding the increase in seizures. The patient had reportedly begun to experience the increase in seizures and was to see the physician in the clinic to have the vns settings adjusted. However, she did not go to her appointment. The physician reportedly followed-up with the patient and discovered the patient was pregnant and had not been complying with taking her medications. The physician indicated this was the reason for the increase in seizures and not vns. No additional relevant information has been obtained.